Manufacturer narrative:
Initially, it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device and observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 4-aug-2021. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the carto vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device lot 00001627 number, and no internal action related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. The dilator of the vizigo sheath was difficult to advance. The scrub tech was able to advance the dilator, but the tip bent in the process. The sheath was replaced, and the issue was resolved. The case was continued without any further incident. No adverse patient consequences were reported. On may 31st, 2021, additional information was received and it was reported that the resistance was observed when inserting the dilator into the sheath. Visually, the team did not notice damage to the valve, but they do believe the hemostatic valve may be broken. No occlusion was observed. It required a great amount of force to advance the dilator. When trying to advance the dilator with force, it kinked. They were attempting to insert the wire. With the information received on may 31st, this was assessed as a MDR reportable hemostatic valve separation issue. Therefore, the awareness date is may 31st 2021. The obstructed sheath was assessed as a not MDR reportable event.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)